Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system boot up failed. The fse was replaced mpdu f11 and image disk power supply. After replacement of mpdu and image disk power supply. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the system boot up failed. The system was not in clinical use at the time of the event. No harm to the patient has been reported to philips.